Event description:
It was reported that the patient had back problems since 2001. The patient could ¿hardly move¿ move his neck. The patient had 7 back surgeries in 2001 and 2002. The patient¿s first surgeon ¿cut him up bad¿ and the patient¿s current health care professional (hcp) came to his rescue. The patient had a 360 across his stomach and had screw plates put in. The patient also had reconstructive leg surgeries on both sides. A couple of weeks prior to the report, the hcp took the patient off of the pain pills and neurotin and he had a seizure and memory loss. The patient woke up strapped to a gurney. Interventions and patient outcome were not reported. Follow up is being conducted to obtain this information.

Manufacturer narrative:
Concomitant products: product ID 748925, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 7435, serial # (B)(4), implanted: (B)(6) 2004, product type programmer, patient; product ID 748925, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3887-33, lot # j0405873v, implanted: (B)(6) 2004, product type lead; product ID 3887-33, lot # j0406295v, implanted: (B)(6) 2004, product type lead. (B)(4).